Event description:
Customer reported an issue with the passport v monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Correction included replacement of power mgmt board. The unit was calibrated and safety tested to factory specifications.